Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of small right posterior communicating artery aneurysm, this coil prematurely detached inside the microcatheter. It was reported that physician did not try to detach the coil. The coil was removed from the patient without incident. There were not any patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.